Event description:
As reported by the user facility: pump beeping occlusion, line not clamped or kinked. Heparin changed to piv and still beeping occlusion. Ivf's reprimed and changed IV pump and gtt flowing w/o any issues. Subsequently heparin had to be decreased b/c acts after pump changed were high. Reference MFR # 9610825-2014-00122.